Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached at (B)(4) joules. Per the customer, the fiber cap was retrieved. The procedure was completed with turp. No pt injury was reported. The first fiber used in the procedure was reported in MFR report number 2937094-2011-02380 and the second fiber used in the procedure was reported in MFR report number 2937094-2011-02381.